Event description:
Reporter indicated that the patient began to have a recurrence of seizure and no longer had hoarseness in the voice on a regular basis. A lead test was performed and indicated high impedance. Revision surgery was performed in 2000 during which leads were disconnected from generator, cleaned, dried, and reconnected. Lead test after revision surgery indicated normal lead impedance. An additional revision surgery was performed later in 2000 to remove one of the tie downs that secured the lead in place because the patient reported pain and irratation at the site of the tie-down.